Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) developed a hematoma post implant. The patient was initially seen as an outpatient, placed on antibiotics and sent home. A few days later the patient presented again and the physician felt the hematoma was not healing. The patient was admitted for 24 hours for intravenous antibiotics to resolve. No additional adverse patient effects were reported.